Event description:
It was reported that they are grid line artifacts in the images, causing the patient to be re-exposed. We have checked the system and haven't been able to duplicate the issue. This is a onetime occurrence and the system has been working as intended since.